Event description:
As reported, during tapp (transabdominal preperitoneal) procedure when fixating the 3dmax light mesh using capsure fixation device, two fasteners were fired in rapid succession. It was reported that, when tacking was carried out, two were deployed and one of which came out with the wire (coil) extended. The deployed fasteners were successfully fixated with mesh. The same device was used to complete the procedure by tacking in the same way. There was reported patient injury.

Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners in rapid succession. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 445 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.